Manufacturer narrative:
Block b3: exact date unknown, event occurred for the last several months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7097543, UDI:(B)(4). Product family: scs-linear leads, upn:m365sc2218500, model:sc-2218-50, serial:(B)(6), batch:7097718, UDI:(B)(4).

Event description:
It was reported that the patient experienced stimulation in a non-target area and had to charge the implantable pulse generator (ipg) frequently and for a longer period of time. It was also noted that both of the patients lead had migrated, which was confirmed through x-ray. The patient underwent a lead revision and ipg replacement procedure. No further information could be obtained.

Event description:
It was reported that the patient experienced stimulation in a non-target area and had to charge the implantable pulse generator (ipg) frequently and for a longer period of time. It was also noted that both of the patients lead had migrated, which was confirmed through x-ray. The patient underwent a lead revision and ipg replacement procedure. No further information could be obtained. Additional information was received that there were no reported complications postoperatively, and the explanted ipg was not returned due to surgery center protocol. The leads remain implanted.